Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted form 35% to 1% overnight and subsequently shut off due to insufficient power. Customer reported blood glucose (bg) level was 40's (mg/dl). The customer consumed food to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.